Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Lot number is unknown. Adverse event or product problem is unknown.

Event description:
It was reported that the cassette alarmed without message. No patient injury was reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Picture attached: four (4) pictures were attached. Pictures were reviewed. Results: picture one (1) show two cassettes product in used conditions. Picture two (2) shows the ay bag neck section of the cassette. Picture three (3) show front view of cassette product. Picture four (4) show the top view of a cassette product. Samples received: sample received consist in one cassette product. Sample was received after use conditions, decontaminated and inside in a plastic bag. Visual inspection results: no damage, kinks or other defects were found. The sample was received without the blue clip. Accuracy test results: the sample could be connected without problem; sample passed the test. Functional testing: sample was filled with 100 ml of water; the sample was connected to a pump to look for unusual function. Results: sample was fully priming and connected without difficult, the pump was set running and no alarms were activated. Complaint is not confirmed. The cause of the reported problem could not be determined. No lot number was provided; therefore, DHR (device history review) could not be performed. A CAPA was opened to investigate the reported issue and is currently in investigation results phase.